Manufacturer narrative:
A ge service representative performed an on site investigation. The identified failure could not be duplicated. However, review of the error logs indicated a charger failure. As a proactive measure reseated fluoro function board, generator interface board, svc board and reloaded flash memory. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system displayed a charger fail indication on the gen. C-arm control panel. It was also reported that the caster is not working properly. There was no report of patient injury.